Event description:
A report was received that the patient was experiencing inadequate therapy and pain. The physician recommended that the patient undergo an explant due to the need for a decompression.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2158-50 (B)(4) model description:linear lead, 50 cm with pre-loaded 0.014 inch stylet it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.